Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. Functional testing confirmed the customers complaint. Continuous flow was observed immediately. The cause of this event was the input manifold assembly. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The product is beyond a year from manufacture date, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received stating there were no associated reports indicating the vent malfunctioned during patient care or led to any harm related events. The event occurred during the pre-use check prior to being connected to the patient.

Event description:
It was reported that the unit would build pressure and never "let it out". When adjusting the relief alarm pressure it would rise to where the adjustment was made and keep alarming. This happened twice in the customer's possession. No patient was involved.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.